Event description:
It was reported that the surgeon experienced an air leak post-op and stated that the staple line is not good even after compression. No further details were provided.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished pcee45a, with lot/batch number x96e4x, and no non-conformances were identified. Additional information was requested and the following was obtained: they confirmed that the customer has reported a recent increase in prolonged air leaks. Prolonged hospitalization with chest tubes was required. The surgeons use blue and green cartridges and routinely wait 20 seconds prior to firing. The surgeons do complete leak tests with water intraoperatively and all patients passed the leak tests prior to completion of the procedure. The customer also places vistaseal on the staple lines.